Event description:
Caller reported blood glucose results of 108 mg/dl, 119 mg/dl, 138 mg/dl, and 112 mg/dl on aviva system 1, 204 mg/dl, 133 mg/dl, and 108 mg/dl on aviva system 2 within 10 minutes. The same strips were used in both meters. Customer reported a second, separate comparison of blood glucose results, 30 minutes later, same day, of 182 mg/dl, 83 mg/dl, 115 mg/dl, and 113 mg/dl on aviva system 1, 172 mg/dl and 160 mg/dl on aviva system 2 within 10 minutes. The same strips were used in both meters. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.